Manufacturer narrative:
A steris service technician arrived onsite to inspect the atlas transfer carriage and found a wheel caster on the carriage was loose and needed replaced. The technician replaced all casters on the carriage, confirmed it to be operating according to specifications, and returned it to service. The atlas transfer carriage is not under steris contract for maintenance activities. The user facility is responsible for all maintenance activities. The operator manual states, "page 13: personal injury hazard and/or equipment damage hazard- regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Contact your steris service representative to schedule preventive maintenance." A steris account manager counseled the user facility on the importance of preventive maintenance on the transfer carriages. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR. No additional issues have been reported.

Event description:
The user facility reported while an employee was loading items onto an atlas transfer carriage, it began to tip. The employee prevented the carriage from tipping and sustained an injury to their shoulder. Medical treatment was sought, and surgery has been scheduled for a future date. The user facility did not disclose any additional information regarding the reported injury.